Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat grade 2 functional mitral regurgitation (mr). The grippers functioned correctly during functional inspection prior to use. The mitraclip delivery system was advanced into the left side of the heart when it was noted that the posterior gripper did not respond to the gripper lever. Troubleshooting was performed and the posterior gripper responded three seconds after the anterior gripper responded. The same clip was successfully deployed reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and functional testing were performed on the returned clip delivery system, but the reported gripper actuation issue could not be replicated in a testing environment as the gripper line and clip were not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.